Manufacturer narrative:
(B)(4). Carefusion has requested add'l info from the user facility on the reported event, the status of the pt and what was done to repair the device and return it to service. As of june 05, 2015 there has been no add'l info provided by the user facility. The carefusion technical support specialist advised the user facility to send the unit to their biomed department for eval and to have the biomed contact carefusion if the issue is not resolved. The review of the carefusion technical support database did not find any add'l calls from the user facility regarding this device and event.

Event description:
The user facility biomed reported that the alarmed "circuit disconnect" while in use on a pt. There was no pt harm reported.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/29/2015. Carefusion field service evaluated the ventilator. They identified that the occlusion alarm was due to a bad expiratory pressure transducer. The transducer was unable to be calibrated. Its output was stuck at 3 a/d counts. The ventilator was taken out of service until replacement parts become available. This issue being addressed by an internal corrective action. The defective part has not been returned; no further evaluation can be completed at this time. If the defective parts are returned and further information becomes available a follow-up report will be submitted.